Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had a blank display. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the blank display and it was confirmed that the insulin pump was not physically damaged or exposed to moisture. There were no anomalies noted with the battery cap, battery compartment, or battery spring. The battery cap contacts were cleaned with an alcohol wipe and a new (B)(6) aaa alkaline battery was inserted into the insulin pump; however, the display remained blank. The insulin pump was not returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to a corroded interface board. Unable to perform the operating currents, self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to the blank display. The pump had minor scratches on the lcd window, a cracked reservoir tube lip and a scratched reservoir tube window.